Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., d.4., d.6b., g.2., h.4., h.6.

Event description:
Healthcare professional reported that the device is intact.

Event description:
Patient reported "deflation". This record is for the right -side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.